Event description:
Could not bear weight [weight bearing difficulty]. Left knee was very swollen [joint swelling]. Case description: spontaneous report was received on (B)(6) 2011 from a physician via a co rep, regarding a female pt in her 40's, initials unk, with osteoarthritis. The pt's medical history included the use of synvisc-one in (B)(6) 2011. On (B)(6) 2011, the pt initiated synvisc-one (hylan g-f 20) 6 ml, once in the left knee. The synvisc lot number was x1003 and expiry date was (B)(6) 2013. On an unspecified date in (B)(6) 2011, it was reported by the office to the sales rep that the pt could not bear weight and her left knee was very swollen after receiving the synvisc-one. On (B)(6) 2011, four days after receiving the synvisc-one injection, the pt went to emergency room and was admitted for four days for intravenous antibiotic therapy. On (B)(6) 2011, the pt was discharged from the hospital. Therapy with synvisc-one was completed. The outcome for both the events was not provided. Concomitant medication was not provided. The intensity for both the events was not provided. The relationship between synvisc-one and both the events was not provided by the reporting physician.

Manufacturer narrative:
Add'l info was received on (B)(6) 2011 in form of qa results. MFR's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the production and quality control documentation for lot #1003, with expiration date ((B)(6) 2013) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.